Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the head of the guide rod had fractured off. The piece that had broken off was not returned. The guide rod remains assembled to the inserter, positioning guide, and guide post. Marks and scratches indicating multiple uses of the device were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 110003456, g7 lateral positioning guide, lot zb151103, 110018823, g7 positioning guide post, lot zb151103, 110003453, g7 curved acet shell inserter, lot zb151103.

Event description:
It was reported that during warehouse inspection, the knob for the pin of the device fractured. Attempts have been made and no further information has been provided.